Event description:
It was reported in a clinical study that a patient had an initial right total hip arthroplasty two years and eight months ago. Subsequently, after the first year, developed contralateral leg shortening and began experiencing pain, a limp, and problems walking. Six months ago, the patient was prescribed physical therapy, and the outcome is pending. No follow-up is required at this point in time as all required information is available.

Manufacturer narrative:
(B)(4). D10 ¿ 010000665, lot 7248896, g7 pps ltd acet shell 56f. 30103606, lot 65454459, g7 vit e neutral lnr 36mm f. 51-103120, lot 3115228, tprlc 133 t1 pps so 12x144mm. G2 ¿ foreign ¿ netherlands. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Medical records were provided and reviewed by a health care professional. The review confirmed the reported event. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.